Event description:
Symbiq pump infusing fluids to patient at 300ml/hr. The nurse reported that the pump alarmed with the malfunction code s233. The error code according to the operator's manual indicates that the ambient temperature was too high which could have been caused by the pump being in an elevated temperature or the vents could have been blocked causing the temperature to get too high. The nurse reported checking for vent obstruction and finding the vents were not blocked. The room temperature was not overly warm. The nurse reported the occurrence but did not remove the pump from service but did complete a written report. When biomedical engineering received the written report, they pulled the pump out of service and sent the pump to (B) (4) for testing (symbiq pumps leased from (B) (4)). The pump had been used in the interim period with no reports of any additional problems. At (B) (4), the biomed technician ran tests and reported being unable to replicate the error or duplicate the reported condition of the pump. The pump was placed back in service.